Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device had a damaged component-cable/cord/wiring, motor and control were defective, the engine had dropouts, hose had a cut and the fuse wire was not ok. It was further determined that the device failed pretest for motor thermistor assessment, rotational speed assessment, console display forward, console display reverse, air pump, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.